Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found malfunctioning degasser. The fse also proactively reagent wash steams, cleaned wash tank and replaced filter housing. The fse determined the cause of the failure was due to malfunctioning degasser. The fse replaced the degasser which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is: (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported that the generation of erratic erroneous patient results for glucose (glu), calcium (ca), magnesium (mg), carbon dioxide (co2), and alanine aminotransferase (alt) on their dxc700au clinical chemistry analyzer. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.